Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 376 (mg/dl) for 3 days. Customer changed infusion sites and administered boluses with the pump to treat their bg levels. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Customer reported that they have not received any alarms that would have stopped insulin delivery. Customer also stated that they use humalog insulin in their cartridges for 3 days at a time, and that humalog does not work as well for them as novolog; however, they are unable to use novolog due to insurance reasons. Customer was reminded that humalog is indicated for use up to 48 hours, and recommendation was made to consult with their health care provider to discuss diabetes management.